Event description:
As reported: "surgeon inserted the screw into a plate and the screwdriver popped out before it was fully seated. Surgeon then finished inserting the screw. Surgeon believes that is what happened in the case - the screwdriver popped out of the head."

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected devices must be available in order to determine the root cause of the complaint event. In relation to the use of a standard screwdriver versus the screwdriver with t-handle following statements of the periprot femur plating system operative technique can be pointed out: ¿insert screws with a t20 screwdriver or screwdriver bit. Perform final tightening by hand using the 6nm torque limiter to prevent overtightening of screws. The torque limiter will produce an audible ¿click¿ when the torque reaches 6nm." "Warning always perform final tightening by hand using the 6nm torque limiter.¿ if the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition unknown.